Event description:
It was reported that this pacemaker exhibited occasional atrial undersensing during atrial tachy response (atr) episodes. Atrial intrinsic amplitude out of range was also observed. Technical services (ts) discussed the alert would not re-trigger until this device is interrogated with a programmer. No adverse patient effects were reported. At this time, this device remains in service.